Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 70 year old female patient (76.8 kgs) underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. They reported that the pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was also confirmed via ice. The medical intervention provided to the patient was a pericardiocentesis, and about 350 ml of fluid was removed. The patient is in stable condition. The adverse event occurred on (B)(6) 2023. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. A pericardiocentesis was done. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event, she was admitted 1/3 and discharged 1/5. Relevant test/lab data was limited echo on 1/5 and 1/11 with no effusion. Other relevant history was history of cardiomyopathy, ICD, congestive heart failure, left bundle branch block, and vt. Generator information was stockert gmbh smartablate system sn (B)(4). Baylis nrg was used for transseptal puncture performed. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. The flow setting for the an irrigated catheter used in the event was 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, and visitag. Parameters for stability for the visitag module used were 3mm, 3s, 3g, 25% 3mm tag size. No additional filter used with the visitag. Color options used prospectively was impedance change . Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 13-feb-2023, the product investigation was completed. It was reported that a 70 year old female patient (76.8 kgs) underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. They reported that the pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was also confirmed via ice. The medical intervention provided to the patient was a pericardiocentesis, and about 350 ml of fluid was removed. The patient is in stable condition. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. The device was not able to irrigate due to an occlusion of reddish material in the shaft. A manufacturing record evaluation was performed for the finished device 30922442l number, and no internal actions related to the reported complaint condition were identified.  The device showed an irrigation issue due to reddish material in the hose; all other specs had no issues. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).